Manufacturer narrative:
Device manufacture date: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip barrel had been cracked and spilled antibiotic on the floor rather that infusing in the patient. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. No DHR review can be performed as the lot number is unknown. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.